Manufacturer narrative:
On december 21, 2021, mentor received additional information indicating that during the revision surgery on (B)(6) 2021, the patient was also diagnosed with bilateral breast deformity and ptosis and upon removal of both the left and the right breast implants, they were intact. In addition, the left breast implant was re-implanted and only the right breast implant was removed and replaced. The replacement was a 455cc mentor memorygel breast implant (catalog: 3505455bc lot: 9550175 sn: (B)(6)). The patient underwent bilateral mastopexy and subtotal capsulectomy on the right breast. Mentor became aware that the device returned on september 3, 2021 and analyzed under mrn 1645337-2021-09689, was actually the right breast implant. (Catalog: 3505455bc lot: 7493565 sn: (B)(6)) the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, breast pain, ptosis this medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On january 21, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth uhp 455cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On august 11, 2021, mentor received additional information indicating that the patient was also diagnosed on (B)(6) 2021 with bilateral breast implant deflations, right breast pain, bilateral breast ptosis, and left breast asymmetry, post-procedure. Reason for device explant and/or reoperation: capsular contracture, material rupture, breast pain, ptosis complications on the left breast/implant will be reported under mrn: 1645337-2021-09689. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone primary breast augmentation with two 455cc mentor memorygel breast implants, suffered right breast capsular contracture (baker grade IV), post-procedure. The capsular contracture was diagnosed via physical examination. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021.